Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results for multiple patient samples (patient 1 = 0.132 ng/ml; patient 2 = 0.120 ng/ml; patient 3 = 0.202 ng/ml; patient 4 = 0.068 ng/ml) processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the trop I es samples (repeat of patient 1 is < 0.012 ng/ml; repeat of patient 2 is 0.022 ng/ml; repeat of patient 3 is < 0.012 ng/ml; repeat of patient 4 is < 0.012 ng/ml) for the affected patients. Only one of the four affected patient results was reported to the clinician (patient sample 3), and a corrected report was issued. There was no report of patient harm as a result of this event. This report is number two of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results were obtained for multiple patient samples. The samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined. However, improper pre-analytical sample processing and/or a reagent or equipment related issue cannot be ruled out as possible contributing factors.